Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that the l-arm rotational cover came loose. The cover was retained by a safety chain, which prevented the cover from falling off. The system was in clinical use but no harm to the patient has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips checked the system on site and confirmed that the l-arm cover came loose and was hanging by its safety chain. Philips re-attached the cover after which the system was returned to use in good working order. Philips has opened an investigation as a follow up for the noted complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.